Event description:
The customer reported that an unknown amount of clenz leaked from the coulter® hmx hematology analyzer and onto the counter while running latron control. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found broken tubing through pinch valve (pv37) and found build up on the white blood count (wbc) bath causing clenz to seep from it during shutdown. He replaced the tubing through pv37, the wbc bath and aperture housing assembly to resolve the issues. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).